Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. A remote transmission showed 3 vt/vf episodes. The first episode showed that the patient went into vt/vf that triggered appropriate vf therapy. All therapies were exhausted and did not convert the rhythm. The device responded appropriately as-programmed. CPR was administered to revive him but was unsuccessful. No complaint was made against the device by the patient's family or by the physician.